Event description:
An unspecified defect was reported against the device. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.